Event description:
It was reported that fluid had ingressed into the mattress. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Conclusion: customer was informed that the foam or entire mattress should be replaced.